Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the device circuit board and ac power adapter which caused the reported inability to power the transmitter.

Event description:
It was reported that the transmitter would not power up. The device would no longer be used and replaced.